Event description:
It was reported that during a peripheral stenting procedure, the stent became stuck in the lesion. The lesion was located in the moderately to severely calcified renal artery. The physician elected to direct stent the lesion. The express biliary sd monorail premounted stent system was advanced to the lesion. As the device was advanced across the lesion, the express biliary stent became "hung up" on the calcium within the lesion, making it difficult to withdraw or remove the stent. The physician used "moderate" force to remove the express biliary. When the device was removed from the patient, it was noted that the stent was "deformed in the middle". A sterling balloon was used to pre-dilate the lesion and another express biliary sd monorail was used to successfully complete the procedure. No pt complications were noted and the pt's status was reported as "ok".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).